Event description:
During application of an external fixator for left wrist fracture, a schanz screw broke off inside the bone. Was not removed due to location and healing expected to occur. # (B)(4).